Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion, can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform displacement test due to motor anomaly.

Event description:
The customer reported that the insulin pump had a motor error. The customer stated that the insulin pump was exposed to an MRI. Troubleshooting was performed, and the device failed the displacement test. Advised the customer revert to back up plan until the replacement of the insulin pump arrives. The customer's blood glucose reading was 100mg/dl. No further information was provided.